Event description:
It was reported during a hand surgery for scaphoid fracture, the drill went over the guide wire and the drill bit shattered into three pieces. All the pieces were retrieved. The surgeon used a different drill bit without any incidents and the surgery was prolonged for approximately ten minutes. It was reported there was no adverse effect to the patient. This report is for a 2.0mm cannulated drill bit/qc 150mm. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
This device was used as treatment and not diagnosis.. Precision edge surgical products manufactured the 2.0mm cannulated drill bit-qc 150mm, part 310.221, and lot number pe01782. The supplier¿s certificates of compliance, dated (B)(4) 2012 for each of three receipts of this lot, indicate the parts were manufactured to part 310.221, revision d and met the required specifications. The lots were inspected and conformed to the synthes, incoming final inspection sheet. There were no non conformities, or complaint related issues with this complaint. Precision edge surgical products manufactured the 2.0mm cannulated drill bit-qc 150mm. The material of the drill bit was tested with a niton gun and was confirmed to be correct. The inner and outer diameters of the drill bit were measured and confirmed to be within specifications. The drill bit conformed to dimensional specifications at the time of manufacturing at synthes incoming inspection.